Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to unknown reason. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient developed a skin breakdown and infection at the implant site. This has subsequently become associated with purulent drainage, pain, and spreading cellulitis.

Event description:
Per the clinic, the patient developed an extrusion of receiver/stimulator from an unhealthy and thin radiated scalp. The patient was also administered with oral antibiotics (date and duration not reported) and then hospitalized for treatment with IV antibiotics (date and duration not reported).